Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system displayed an error message stating the 3d navigated scan was disabled. As a troubleshooting step the camera icon on the mobile view station (mvs) had a red x next to it and the navigated scan softkey was not visible on the pendant in 3d mode. Navigation system had a green wired ip address and all 3 boxes stayed green on it during the spin. Navigation system verification was successful from the mvs. Also rebooting the navigation system and imaging system had no effect, using another known working ethernet cable had no effect and unable to bypass ethernet bulkheads at the time of call. Confirmed they were not using gantry tilt. The navigation system being used with the imaging system was non-mdt and had an invalid sn. No patient was present at the time of event.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.